Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that sterile saline was used to rinse the valve, not sterile water.

Event description:
It was reported that during a transcatheter aortic valve procedure, the valve had been rinsed with room temperature sterile water and loaded using refrigerated sterile water, and it was stated that the valve loaded without anomalies. The valve was reviewed under fluoroscopy and crown overlap was observed down to node 4. The clinician proceeded with implantation, and the aortic annulus was pre-dilated with a 20 mm × 4.5 mm non-medtronic balloon; calcium and fibrotic tissue were noted in the annulus but not at high levels. During deployment, an infold was observed. After the infold was observed, the valve was recaptured and removed from the patient. A second valve and a second delivery catheter system were then used, and the new valve was loaded and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013246837); product type: 0195-heart valves; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.